Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right atrial (ra) lead implant procedure, the lead exhibited no pacing was captured by inserting the lead to the right ventricular or changing the position variously. It was also reported that ra lead loss of capture was observed even with 10 volt setting, unstable measurement of impedance was also observed and fluctuated impedance value was measured after fixing the tip, and high threshold. A temporary pacing lead was used and the threshold was good. Ra lead noise was also observed in the electrogram records. As inclusion of air in the part where the ra lead tip was retracted was suspected, the lead was moved out from the patient¿s body once and aspiration was performed. Nonetheless the same event remained to occur. The ra lead issue persisted even after the programmer or the analyzer cable was changed. Oversensing of ra lead was also noted. The ra lead was removed and replaced with another of the same lead. No patient complications have been reported as a result of this event.